Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain the cleaned, disinfected, sterilized checklist and hygiene microbiological investigation results, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Additional information: d8, d9, h3, h4, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy/suction channel. Cfu: 5 cfu/ml. Bacterial identification: streptococcus salivarius, streptococcus vestibularis. Sampling date: (B)(6) 2024 sampling from: aw channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy and suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: aw channel. Cfu: 1 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 2 cfu/ml. Bacterial identification: micrococcus species, staphylococcus epidermidis. < suggested event 2>: foreign material adhered t. The device was evaluated where additional potential adverse events were confirmed where foreign material was noted in the air/water cylinder, air/water channel distal end cover. Additionally, the plastic distal end cover was burnt. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU)before repair, the results conformed to the regulation's recommendation. Olympus confirmed foreign material came out of the device, but the type of the material could not be identified; however, the residual material was possibly an antifoaming agent such as dimethicone. A definitive root cause cannot be determined. It is likely that the burn on the plastic distal end cover could have occurred when a high frequency endo therapy accessory was used without a sufficient distance from the scope distal end. The following is included in the device IFU: IFU warns against improper reprocessing. By stating, "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. By complying with the following items of the IFU, users may be able to prevent the suggested event 2 and 3. Operation manual_ insertion_ air/water feeding and suction_ air/water feeding. By complying with the following items in the IFU, the user may be able to prevent the suggested event 4. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). By following the following description of the IFU, the user may be able to prevent the suggested event 5. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment. Olympus will continue to monitor field performance for this device.